Event description:
Med concentration 5 mg/ml. Pump programmed for 0.5 mg/ml. Pt received 42ccs morphine over 2 hrs. Should have been programmed to give 14mg/hr. Pt loc decreased, arousable to verbal stimulation.